Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an alleging that during use the device will shut off. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center, during the evaluation pca burned, white led with low intensity, message service required and display with scratches were observed. The customer complaint was reproduced. There were 22 errors identified. The device was scrapped.